Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ipg was explanted. The ipg was not returned. Device return and analysis is not needed to assist in the evaluation and investigation of the event. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ipg. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend pain <(>&<)> discomfort because the patient reported that stimulation sometimes hurt in the vaginal area. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function - bladder because the patient reported incontinence. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the ipg is inconclusive because although the patient confirmed the device was replaced due to normal battery depletion, it is unknown if battery depletion was the cause of the loss of therapeutic effect given the loss of therapeutic effect was reported a few months before the replacement surgery. Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 093-33, lot # v596329, implanted: (B)(6) 2011, product type lead; product ID 3093-33, lot # v596329, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that a patient thought she needed to be reprogrammed because her therapy was not working for her. It was noted that the patient had a loss of therapeutic effect. The reporter stated that the patient had been ¿tinkling¿ and had to wear a pad which was embarrassing and exhausting. It was reported that the patient ¿didn¿t expect therapy to be perfect¿ but it was ¿getting worse.¿ the patient¿s symptoms had gotten worse in the last year to year and a half. It was noted that the day prior to the report ¿urine poured¿ out of the patient¿s body. It was reported that the patient¿s symptoms fluctuated and were ¿not exact,¿ the patient hoped the therapy was on the right program, and the patient stated that she may need a ¿stronger battery.¿ the reporter stated that one day the patient has ¿a flooding of urine,¿ another day it ¿trickles out¿ without forewarning, and another day she does have forewarning. It was noted that the patient did keep a ¿voiding diary of sorts.¿ it was reported that the patient ¿thought maybe the patient programmer batteries were dead.¿ three days later, it was reported that the patient had spoken to her doctor and was redirected to the manufacturer. It was noted that stimulation was ¿working a little, not a lot.¿ it was reported that the patient was on program 2 at 4.3 volts, she was not seeing the lightning bolt on the patient programmer and stimulation was off. The patient turned stimulation on. The reporter stated that sometimes the stimulation hurt in the patient¿s vaginal area, more towards the end of the day, and sometimes continued during the night or when the patient was having a bowel movement. It was reported that since the device was implanted, the patient had gotten 50 percent relief. It was noted that the patient was looking more for surgical permanent treatments. It was further reported that the patient¿s device stopped working and the patient didn¿t know why. This happened gradually and it could have been may or december of last year. The patient had their battery replaced. It was further reported that the battery replacement was due to normal battery depletion. It was further reported that the patient had a loss of therapeutic effect. The patient had pain in their vaginal area. When the patient would turn their stimulation down it wouldn¿t work and the urine would pour out and that would go on for a couple of days. Additional information received reports the patient been experiencing the extreme leakage on and off for 9 years. They have not had things that have helped like some pills they took, but they made me extremely constipated, but this particular thing though I've been using it for maybe 2 years, then they operated and put a wire and changed the battery and he felt that was the problem because it was working and then it stopped working, it was my understanding that they were going to program this thing before I left the hospital." The patient has had device implanted for 2 years, but they operated on the patient and changed out the battery because it had reached normal end of battery life. The patient states "that's what they thought, he was telling me something about a larger battery, but the box itself looks the same size to me." The patient had device replaced on (B)(6) 2014. Additional information received reported the cause of the event was loss of efficacy. The event was attributed to the lead and ¿illegible.¿ it was unknown if the event was due to stimulator. The issue was due to lead/extension. It was marked as unknown and dislodgement/migration. It was also noted not sure if the patient and representative ever got to together ¿illegible¿. A revision was performed on (B)(6) 2014 on lead and extension. It was reported that the reprogramming done by the representative at time of revision. It was noted that a new lead and generator was placed at revision. There was no required hospitalization due to the event and non-serious injury/illness.